Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 380 mg/dl. The customer stated that he had high blood glucose because he don't have insulin during the night. During the troubleshooting, it is found out that the customer have no insulin and will have to go to get more. The customer was advised to change entire infusion set systems as soon as possible. The customer was advised to return the infusion set and reservoir. The customer was advised that we will send packing to return and will send replacements.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.